Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported sepsis, multiple organ failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to sepsis and multiple organ failure. The device was reportedly working as expected and would not be returned for evaluation. No additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) lvas instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures, sepsis, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. In addition, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to sepsis and msof. The device was stated to have been working as expected. No additional information was provided.